Event description:
It was reported that the patient underwent a spinal procedure in late 2007 using posterior fixation. Approximately two months post op, one of the screws backed out and the rod came off.

Manufacturer narrative:
Device was not returned to the MFR for evaluation. Unable to determine the cause of the event.